Event description:
Customer reported receiving a blood glucose result of 94 mg/dl, and then reported to have felt "out of it," and then reported losing consciousness. The customer was transported to the hospital where an intravenous treatment of glucose was administered in order stabilize glucose levels.

Manufacturer narrative:
The customer's products have been requested back for an investigation.